Event description:
Consumer reports bd logic giving high readings. They were experiencing symptoms of low bg (rapid heart rate, sweating) so they ate dinner and tested (73). Ems was contacted because they still felt sick. Emt tested with their machine and reading was 40. Technician treated with d-50. Analysis run on clarke error grid using competitive meter readings (40) as ref. Point vs. Bd readings (73) yielded data point in "d" range of the grid, outside the acceptable range.